Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a sensing anomaly was noted on the lead. Noise was also observed. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.